Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a defibirillation pad. According to the customer, redlands fire dept. Experienced a failure with the defib pads. The pt was shocked and the monitor indicated the pads were not connected. The pt was shocked again withthe same result. Ultimately, the pt died. It is unclear if this was the result of the pads or he pt's heath.